Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D4. Medical device catalog #: 442022 d4. Medical device lot #: 4332463 d4. Medical device expiration date: 01-sep-2025 d4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 27-nov-2024 investigation summary: catalog 442022 batch no. 4332463 customer reported a false negative result. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported while using bd bactec¿ plus anaerobic/f culture vials there was one false negative result. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: catalog 442022. Batch no. Unknown. Customer reported a false negative result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Plots were not available for review. Users are cautioned in the package insert under limitation of the procedure: a gram-stained smear from a culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. In addition, the patient specimen may contain organisms that will not grow in the culture medium or in media used for subculture. Such specimens should be subculture to special media as appropriate. Bd recommends updating the instruments software to the latest available version. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported while using bd bactec¿ plus anaerobic/f culture vials, there was one false negative result. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd bactec¿ plus anaerobic/f culture vials there was one false negative result. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.1.initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.